Event description:
It was reported that the patient presented remotely via merlin.net with an alert for elevated high voltage lead impedance. No interventions were made. Defibrillation threshold testing has been discussed with the following physician. No patient symptoms were reported. The patient was in stable condition.